Manufacturer narrative:
It was reported that the ventilator failed the internal leakage and the pressure transducer test during the pre-use check. The expiratory channel (pcb) and the pressure transducer was found defective and was replaced. After replacement of the defective parts, the ventilator passed all functional tests and was cleared for clinical use. No logs were provided and the replaced parts was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).